Event description:
Per complaint (B)(4), the implant fractured at the neck region. This resulted in the implant being removed.

Manufacturer narrative:
Follow-up reported to submit device evaluation results.